Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown drug via an implantable pump. The indication for use was spinal pain. The healthcare provider reported that the patient was having an MRI because they were suspecting that the pain pump was not working but then clarified that they were ruling out a granuloma.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.